Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped) and circumstances in which the event occurred. Based on the collected information, the side rail was damaged during the bed's transfer between the wards. Allegedly, a collision with the elevator door occurred. According to citadel plus instruction for use (IFU, 831.374 rev. H), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes information: ¿ensure pathway is clear of cords, hoses and obstacles before driving bed forward or backwards (¿) operate with caution in crowded hallways, elevators and rooms (¿) use slow speed when moving around corners and through elevators and rooms.¿ as per design, the citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. To reduce the bed width during the transfer, all width extensions should be pushed in. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The side rail was detached from the bed, therefore the arjo device did not meet specification. The arjo device was not used by the patient when the event occurred. The complaint was assessed as reportable due to the detachment of the side rail. No injury occurred.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The left side rail was detached from the citadel plus bed frame. The issue occurred during the bed's transfer between the wards. No patient was involved at that time. No injury occurred.